Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Concomitant medical products: the patient has non-abbott leads. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed an infection at the ipg site. The issue began following a pocket revision procedure (reference MFR. Report: 1627487-2018-09144). The patient presented with a seroma, which was confirmed to be infected via cultures. Surgical intervention was undertaken on (B)(6) 2018 to explant the ipg.

Event description:
Follow-up identified the plan was to administer antibiotics to treat the infection. The field representative would no longer be receiving updates on patient status.